Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a tlif to fuse l2-l5 using posterior fixation and interbody device four years ago. The pt reportedly was asymptomatic post op. However, the revision surgery was performed because the rod was off from the pedicle screw at right side l2. Both rod and plug were replaced at the revision surgery.